Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis, it was noted that the device failed its e-field immunity test though it was also noted that it passed using a known, good cable. The device was to be sent on for repair and restock. (B)(4).

Event description:
The programmer and its accompanying radiofrequency programmer head were returned as trade-in devices and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.